Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in loading a new cartridge using the correct technique and was able to successfully resume insulin therapy.